Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he felt some discomfort and did a manual drain, drain volume (dv) 4800ml. The technical service representative (tsr) asked the hp if he called baxter or the registered nurse (rn) about the issue and the hp stated no. The tsr asked the hp how he felt and the hp stated fine. The hp stated the hc displayed dwell 1 of 4. The tsr explained to the hp that the hc would be swapped and recommended that hp contact the rn about how he was feeling and the hc being swapped. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of high drain. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Homechoice sn (B)(4) was evaluated for "the device is draining greater than the 85 % minimum drain volume percentage programmed". The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or to the instances of increased intraperitoneal volume (iipv) revealed in the devices logs. The device was determined to meet performance specification requirements. The device passed the homechoice rite functional test and the homechoice rite electrical test. Confirmed in the devices logs & not duplicated during the pal evaluation. Assignable cause: normal device operation. Iipvs noted in the logs. Occurrence date (B)(6) 2010 / cycle 7 / drain volume 398 mls. Probable cause: insufficient drain. False empty detect and use error. Inappropriately set drain time too short.

Event description:
During evaluation of the homechoice device, an iipv was noted on (B)(6) 2010 / cycle 7 / drain volume 398 mls. Probable cause: insufficient drain. False empty detect and use error. The drain time was inappropriately set and too short.

Manufacturer narrative:
(B)(4). Upon further investigation, the exact cause of this iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).